Event description:
It was reported that; vitoss was opened and implanted in surgery that had expired.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; labeling review results: the reported device is a vitoss bbtrauma foam pack 10cc. The reported event confirmed the use of an expired vitoss product that was implanted in a patient. The reported event noted surgery was completed with no adverse consequences nor surgical delay; therefore the actual severity is s0 (user annoyance). This risk has been adequately assessed and does not warrant an update at this time as no new harm/hazard has been identified. Device history review indicated all devices accepted into final stock met specifications. Device evaluation could not be performed as no items were returned. Based on the reported event, the most likely cause of the reported event was determined to be user error. Dsm review of the device history records indicated there were no deviations related to the reported failure mode. The device lot met all pre-determined acceptance criteria. The product expiry date was present and correct on device labeling. No root cause can be assigned by dsm for failure mode; surgeon used expired product. Since the correct labeling was confirmed in the device history record and per reported event the expired date was not noted until after surgery; it is likely user error that it was missed to read the expiration date on this product before the procedure that led for this product to be used in surgery. Conclusion: based on the reported event, the most likely cause of the reported event was determined to be user error.

Event description:
It was reported that; vitoss was opened and implanted in surgery that had expired.